Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of sensing. Chest x-ray was performed and revealed the lead had dislodged. No intervention was performed. No further information was available.